Event description:
The user facility reported a 74-year-old male (race unknown) in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The team placed an rp 23 fr sheath to the vessel in error. They did not remove the sheath but allowed the support to remain for over 46 hours with groin site access oozing. The ooze was remedied/treated by the infusion of 5 units of red blood cells and 1 unit of platelets. Additionally, to close the access a contralateral leg balloon inflation was done. The balloon inflation was for over 20 minutes to achieve hemostasis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. Complaint device not returned for investigation. Data logs were not provided. Per the clinical review, the cause of the access site bleeding issue was use related because a larger size of introducer was used than what was recommended.